Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: impossible to unlock buttress nut. After implanting the helical blade into the patient through the protection sleeve, it was impossible to unlock the buttress nut out of the aiming arm. Connecting the nut into the aiming arm, most of the time works hard, but it is almost impossible to disconnect them. In order to disconnect the instruments the doctor could only turn the buttress nut until it loosens from the protection sleeve. This is 2 of 4 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was not returned and a device history records review can not be requested as no lot number was provided.